Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 700 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. However, the high pressure test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.